Event description:
A customer reported there was no extrusion of oil during a vitrectomy procedure. Pt harm is unk at this time. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and found the vfc (viscous fluid control) extract low. The company representative replaced the pneumatic module. Preventive maintenance was performed. The system was then tested and met product specifications. The replaced pneumatic module was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).